Manufacturer narrative:
Additional info: further information was provided with the product return that the lens was explanted due to deposits on the lens. The patient had gradual worsening of deposits that were easily yttrium aluminum garnet (yag) early on, but became progressively worse over the years. Now, the surgeon is unable to yag the deposits off lens. They are visibly bothersome to the patient. A non-johnson & johnson lens was implanted as a replacement. There was no patient injury. Additionally, the date of birth of the patient, date of event, implant date, explant date, surgeon's first name/last name, and email address were provided, therefore, the following fields that were previously reported as unknown have now been updated accordingly. No other information was provided. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 1954; section b3: date of event: (B)(6) 2018; section d6a: if implanted; give date: (B)(6) 2002; section d6b: if explanted; give date: (B)(6) 2021; section e1: title: dr. Section e1: first/given name: (B)(6); section e1: last name: (B)(6); section e1: email address: (B)(6); section e3: occupation: physician. Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 1/12/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed that the lens was received with viscoelastic residue on the optic body and haptics as well as being cut in pieces, which is consistent with a lens that was handled during explant. Due to the lens being returned covered in viscoelastic residue it is not possible to differentiate any deposits on the lens for further analysis. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number, however, it was a voided duplicate file. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: as part of an internal review of our mdrs it was identified that the code 1426 for "inclusions" was not coded on the previous report submitted therefore, needs to be corrected. The additional medical device problem code is 1426. Also, 4580 previously coded in h6: health effect - clinical code must be corrected to 4582. Fields below are updated: h6: health effect -clinical code : 4582. H6: medical device problem code: 1426. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted. No further information provided.

Manufacturer narrative:
Pt info: information unknown/not provided. Date of event: unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. First/given name: unknown, information not provided. Last name: unknown, information not provided. Email address: unknown, information not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.